Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung cancer on (B)(6) 2010. During the treatment on (B)(6) 2010, an event was reported for pneumothorax. A pneumothorax developed during probe insertion prior to ire delivery. A chest tube was placed to resolve this event.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax could not be ascertained. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).